Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: endometrium/uterus; expulsion of essure device ; essure was extruding into my uterus 90%"), device breakage ("removed the extruding coil in pieces /device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("adhesion to my colon") in a 43-year-old female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2007, depressive disorder in 2007 and thyroid disorder. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal discomfort and often pain / left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2015, 3 years 4 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced diarrhoea ("diarrhea"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), incontinence ("incontinence"), gastrointestinal disorder ("chronic bowel problems "), abdominal discomfort ("abdominal discomfort and often pain") and scar ("scar tissue"). The patient was treated with psyllium hydrophilic mucilloid (metamucil), surgery (left distal salpingectomy and removal of left essure coil from endometrial cavity), surgery (left distal salpingectomy and removal of left essure coil), surgery (dilation and cutterage; ablation; left distal salpingectomy and removal of left essure coil), surgery (dilation and cutterage; ablation; left distal salpingectomy and removal of left essure coil) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, abdominal adhesions, tooth disorder, weight increased, depression, anxiety, pelvic pain, incontinence, urinary tract infection, dysmenorrhoea, gastrointestinal disorder, abdominal discomfort, diarrhoea, back pain and scar outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain, anxiety, back pain, depression, device breakage, diarrhoea, dysmenorrhoea, gastrointestinal disorder, incontinence, menorrhagia, pelvic pain, scar, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: coil inserted: right tube -8 coils, left tube- 8 coils. Removal details: there was a tiny bit of the coil protruding on the left side, 90% of coil was protruding into the endometrial cavity. Polyp forceps were passed and the essure coil was easily brought out. There was no further coil was visible in the left opening to the fallopian tube and the right essure was still in the proper . The right tube and ovary appeared normal and the essure coil in the right corneal aspect of the uterus appeared to be near the surface but not penetrating to the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: disordered proliferative endometrium negative. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: endometrial polyps. Nuclear magnetic resonance imaging - on an unknown date: mris which show proper posturing unknown date mris which show proper posturing of of the essure implant with no obvious cause of left lower quadrant pain. (B)(6) 2015 - surgical pathology. Diagnosis: endometrium, curetting. Disordered proliferative endometrium .negative for malignancy. Essure coil: silver colored metal coil, grossly consistent with an essure coil (gross diagnosis). Distal left fallopian tube, excision: fallopian tube with para tubal cysts. Endometrial biopsy- disordered proliferative endometrium negative for hyperplasia and malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records dysmenorrhoea, menorrhagia, abdominal pain, urinary tract infection, back pain, anxiety, depression, abdominal adhesions. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records. Added new reporter and case became medically confirmed. Added patient's date of birth, ethnicity and height. Added relevant laboratory data and medical history.added essure's indication, batch number (a02553) and updated therapy start date. Genital haemorrhage updated to vaginal haemorrhage and menorrhagia as it was further specified. Adhesion was updated to abdominal adhesions. Perforation updated to uterine perforation.added events urinary tract infection, dysmenorrhoea, gastrointestinal disorder , abdominal discomfort, abdominal pain, diarrhoea, device breakage, back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: endometrium/uterus; expulsion of essure device ; essure was extruding into my uterus 90%"), device breakage ("removed the extruding coil in pieces /device breakage"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("adhesion to my colon") in a 43-year-old female patient who had essure (batch no. A02553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2007, depressive disorder in 2007 and thyroid disorder. On(B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal discomfort and often pain / left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6)2015, 3 years 4 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced diarrhoea ("diarrhea"). On an unknown date, the patient experienced abdominal adhesions (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain"), incontinence ("incontinence"), gastrointestinal disorder ("chronic bowel problems "), abdominal discomfort ("abdominal discomfort and often pain") and scar ("scar tissue"). The patient was treated with psyllium hydrophilic mucilloid (metamucil), surgery (left distal salpingectomy and removal of left essure coil from endometrial cavity), (lysis of adhesions). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, abdominal adhesions, tooth disorder, weight increased, depression, anxiety, pelvic pain, incontinence, urinary tract infection, dysmenorrhoea, gastrointestinal disorder, abdominal discomfort, diarrhoea, back pain and scar outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal adhesions, abdominal discomfort, abdominal pain lower, anxiety, back pain, depression, device breakage, diarrhoea, dysmenorrhoea, gastrointestinal disorder, incontinence, menorrhagia, pelvic pain, scar, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: coil inserted: right tube -8 coils, left tube- 8 coils. Removal details: there was a tiny bit of the coil protruding on the left side, 90% of coil was protruding into the endometrial cavity. Polyp forceps were passed and the essure coil was easily brought out. There was no further coil was visible in the left opening to the fallopian tube and the right essure was still in the proper . The right tube and ovary appeared normal and the essure coil in the right corneal aspect of the uterus appeared to be near the surface but not penetrating to the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2015: disordered proliferative endometrium negative hysterosalpingogram - on (B)(6)2012: total bilateral occlusion hysteroscopy - on (B)(6)2015: endometrial polyps nuclear magnetic resonance imaging - on an unknown date: mris which show proper posturing unknown date mris which show proper posturing of of the essure implant with no obvious cause of left lower quadrant pain. (B)(6) 2015 - surgical pathology diagnosis: endometrium, curetting. Disordered proliferative endometrium .negative for malignancy. Essure coil: silver colored metal coil, grossly consistent with an essure coil (gross diagnosis). Distal left fallopian tube, excision: fallopian tube with para tubal cysts. - endometrial biopsy disordered proliferative endometrium negative for hyperplasia and malignancy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records dysmenorrhoea, menorrhagia, abdominal pain, urinary tract infection, back pain, anxiety, depression, abdominal adhesions. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation/migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental issues"), weight increased ("weight gain"), adhesion ("adhesions"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pain") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, tooth disorder, weight increased, adhesion, depression, anxiety, pelvic pain and incontinence outcome was unknown. The reporter considered adhesion, anxiety, depression, genital haemorrhage, incontinence, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.